Manufacturer narrative:
Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. The reported pain could be associated with the hematoma. However, pain tolerance is subjective and difficult to quantify. Without the return of the device for analysis, the reported patient complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the patient developed a hematoma the size of a marble or 1 inch in diameter. A mynx device was used for closure following an ablation heart procedure. 25 days after the procedure, the patient had a sore leg following a flight with a pain level of 10/10 and swelling. It was at that time, that the hematoma was noticed. Two days later, the patient went to the emergency room for ongoing symptoms. A sonogram confirmed the patient had a hematoma. The patient was prescribed oral oxycodone 5-325 mg for the pain and discharged home. A little over 2 weeks later, the patient went to the doctor's office for a follow-up visit. The patient's physician confirmed the access site was not bleeding and left the hematoma to heal with no further treatment. At the time of this report, the bump from the hematoma had decreased in size by approximately 75% and was noted to be about 0.25 inch in size. The patient continued to be "a little uncomfortable;" however, pain had also decreased. The swelling had completely resolved.